Manufacturer narrative:
D4: the serial number, lot number, expiration date, and UDI are not available at this time. H4: the manufacturing date is not available at this time. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient was found to have a hematoma. An angiogram was performed though the re-access port and it was identified that the path of the impella sheath was through a branch off of the profunda and caused the hematoma. The physician placed a balloon for dry closure. Once the accepted time had passed, the balloon was deflated, and the groin was still bleeding. Surgical repair was performed, and the closure was successful.